Manufacturer narrative:
The events of lymphadenopathy and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering.

Event description:
Patient¿s representative reported left side diagnosis of bia-alcl, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering. The event of hair loss is not related to the device. The device has been explanted.